Event description:
Complainant alleged that while attempting to monitor a patient (age unknown), the device display reduced to a solid line. The clinician was able to obtain another device to monitor the patient. Facility biomed opened the device to verify secure connections. When re-assembled, the device powered up normally, but without display. There was no adverse effect upon the patient as a result of the reported malfunction.